Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant exchange from textured to smooth due to patient's concern with the device. Healthcare professional additionally reported right side "implant was disintegrated." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side implant exchange from textured to smooth due to patient's concern with the device. Healthcare professional additionally reported right side "implant was disintegrated." Device has been explanted and replaced.